Manufacturer narrative:
(B)(4).the pump was not returned for evaluation as it was not explanted, and an autopsy was not performed. Specific causes for the reported gi bleed and hemorrhagic stroke could not be conclusively determined. The instructions for use lists bleeding and stroke as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2015, the patient required emergent placement of an extracorporeal circulatory support pump for right ventricular failure. On (B)(6) 2015, the patient was placed on continuous renal replacement therapy, and due to prolonged intubation a tracheostomy was performed the following day. The patient experienced issues with hemothorax and tracheostomy bleeding. On (B)(6) 2015 the patient developed a gi bleed. The patient reportedly did not have a history of gi bleeding. It was reported that the patient's condition was improving, and the hospital staff considered removing the right ventricular support; however, on (B)(6) 2015, he became unresponsive and a head CT scan revealed a hemorrhagic cerebrovascular accident. The patient expired the following day.